Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement that was indentified using fluoroscopy. A new ra lead was implated. No additional adverse patient effects were reported.